Event description:
Customer reported to beckman coulter, inc. (Bec) that the eic (electrolyte injection cup) on the unicel dxc 800 synchron system was overflowing. Customer reported that he discovered the leak when he was calibrating the modular chemistries (mc). Customer reported that the calibration failed for chloride and calcium. Customer reported that when he opened the mc reagent door, he noticed the ion selective electrode (ise) module drip tray was full, and some of the fluid had spilled on the ise reagent compartment and had leaked outside on the floor. Customer reported that approximately 500 to 750 ml of fluid has leaked on the floor covering an area of 1 foot by 2.5 feet. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified a pinched waste line #15. The fse rerouted the pinched ise line 15.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).